Event description:
It was reported that the patient received inappropriate therapy due to noise. A fluctuation in lead impedance was noted. Noise was found via review of egms. Lead damage suspected. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly found. All electrical measurements were normal.